Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on 08/19/2019. No data was provided for evaluation. Confirmation of the allegation and cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.